Event description:
It was reported that during an esophagogastroduodenoscopy (egd) with dilation procedure the balloon catheter would not exit the scope. A cre wg 15-18mm/240cm/5.5 f/g balloon catheter had been selected to treat an unspecified esophageal stricture. Silicone spray was not applied to the balloon catheter prior to insertion. The balloon catheter was advanced through a non-bsc scope but the balloon catheter would not exit the scope. The scope was exchange for another of the same type of scope and the balloon catheter would still not exit the scope. A vacuum was applied after the sleeve was taken off and maintained during the insertion attempt through the scope. The procedure was completed with another cre wg 15-18mm/240cm/5.5 f/g. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.